Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose over 600 mg/dl. The customer stated that the infusion set was coming out at the site and insulin was leaking. The customer had been using the current set for 4 days. The customer stated that when removing the prior set, he noticed the tape was coming off and found the cannula bent. The customer declined troubleshooting.